Manufacturer narrative:
Eua# (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, a false positive was obtained for n1. Confirmatory testing was performed with negative results. There was no indication that results were reported, and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer reports multiple discrepant results for cat 44500301. Steps taken with customer/troubleshooting: customer reports multiple specimens positive for n1 but negative upon repeat. Per customer, issue has been happening for one month. Customer is now repeating all positive results for confirmation. Customer last performed em over 1 month ago. Recommended customer perform extended em and provide run, lot, and specimen information. Per customer, these samples were collected in viral media and are np specimens. Discussed possibility of contamination." "Customer states em was performed and the three zones were negative. Issue persists. Advised customer that specimen and run information is still needed. Customer states information will be provided at a later date."

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, a false positive was obtained for n1. Confirmatory testing was performed with negative results. There was no indication that results were reported, and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer reports multiple discrepant results for cat 44500301. Steps taken with customer/troubleshooting: customer reports multiple specimens positive for n1 but negative upon repeat. Per customer, issue has been happening for one month. Customer is now repeating all positive results for confirmation. Customer last performed em over 1 month ago. Recommended customer perform extended em and provide run, lot, and specimen information. Per customer, these samples were collected in viral media and are np specimens. Discussed possibility of contamination." "Customer states em was performed and the three zones were negative. Issue persists. Advised customer that specimen and run information is still needed. Customer states information will be provided at a later date."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) unknown lot # was performed by the review of customer¿s data and verification of complaints history. Customer reported multiple discrepant results when using the bd sars cov-2 reagents for bd max¿ system assay. Several samples were positive for the n1 target only but gave negative result when repeated. Customer provided the database of instrument ct1717. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Analysis of the database shows that the rate of n1 positive results varied in time but increased in the last two months, ((B)(6) and (B)(6) 2021) to a rate of 4.1 % and 3.4%, respectively. Since at least 6 different bd sars cov-2 reagents kit lots were used during these two months, this suggests that this is not linked to a specific kit lot. Manual pcr curve adjudication of the samples from the last 34 runs (#2371 to #2405) was conducted, and it was found that all the n1 positive results look like late and low, but true, n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Finally, the complaint text mentioned that following environmental monitoring and discussion with a bd molecular application specialist, the issue was found to be due to contamination at their site which could also explain the increase in the number of positive n1 results for the last two months. Customer will continue to monitor to detect potential contamination events. Based on the data and information provided, specimens at or near the assay limit of detection (lod) or environmental or cross contamination are the most likely causes to explain the customer¿s positive results, however, bd was unable to confirm. No reagents issue is suspected. There is an indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system products. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed since no product issue is suspected. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.